Event description:
Philips received a complaint on the intellivue x3 indicating there were loudspeaker errors in alarms. The customer did not indicate whether sound was present. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The bench repair technician verified audible sound from the device. The technician also confirmed loudspeaker errors. The speaker was replaced to resolve the issue. E1 reporting address state: (B)(6).